Event description:
A customer contacted baxter's technical svc ctr regarding an overfill during fill 1 of 6 of therapy on a homechoice device. The home pt stated that he had manually filled with 2l before starting therapy on the homechoice. The initial drain only drained 14ml and then went to fill 1. The fill volume was 2000ml. The home pt then felt overfilled and bloated. Home pt did not end therapy or manually drain, and instead just waited to drain out during drain 1 of 6. The drain volume was unk. The home pt's ultrafiltration (uf) for that therapy was approx 2300ml. The home pt stated that his uf has been higher than usual since overfilling, with uf's of approx 3000ml. The home pt stated his uf is normally around 700ml-1000ml. The technical svc rep (tsr) found that the home pt's initial drain alarm was set at 0ml and explained that was more than likely why the homechoice did not completely drain during the initial drain, especially if the pt line was occluded.